Event description:
Stent detached from balloon while catheter guide wire and stent withdrawn. Seen in rfa outside sheath via cine fluoroscopy. Unable to visualize thereafter. Picked up by (B)(6) and sent to MFR.